Event description:
It was reported that nine days post implant of the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, the patient experienced crushing chest pain that radiated down bilateral upper extremities. The patient was admitted for further evaluation and was found to be having episodes of paroxysmal atrial fibrillation. The patient was started on anticoagulant and antiarrhythmic medication. The ICD and ra lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 09300074, lead implanted: (B)(6) 2024, 383059 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine days post implant of the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, the patient experienced crushing chest pain that radiated down bilateral upper extremities. The patient was admitted for further evaluation and was found to be having episodes of paroxysmal atrial fibrillation. The patient was started on anticoagulant and antiarrhythmic medication. The ICD and ra lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven days post implant of the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, the patient experienced crushing chest pain that radiated down bilateral upper extremities. The patient was admitted for further evaluation and was found to be having episodes of paroxysmal atrial fibrillation. The patient was started on anticoagulant and antiarrhythmic medication. The ICD and ra lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.